Event description:
As reported (B)(6) 2014, a female patient of unknown age presented for a microwave procedure of the liver. The procedure was successfully completed without report of complications or device malfunctions. Post procedure, the treating physician noted the tip of the applicator probe had fractured off inside of the patient. The tip of the applicator probe was successfully removed from the patient. It was reported the patient suffered no permanent harm or injury due to this event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a f/u medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).